Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D6: explant date: a couple of years ago (2024).

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. The patient was doing well postoperatively. No further information could be obtained despite good faith efforts.